Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Fluorouracil residue was found on the smartsite of the 20mm vialshield after drawing up drug, and disconnecting the texium bonded syringe from the vialshield. This event occurred in the pharmacy and there was no patient involvement.

Manufacturer narrative:
Correction to section d.4, (lot number). The customer¿s report that residue was found on the smartsite of the 20mm vialshield after drawing up drug and disconnecting the texium bonded syringe was confirmed after review of the picture evidence the customer provided. The vialshield was visually inspected for cracks, holes/tears or damages to the components. Visual inspection observed no residue with the received smartsite vialshield. Functional testing did not find any leaks or replicate any instances of residue when activating and deactivating the mating components between the lab texium syringe and smartsite vialshield. The customer did not send in the texium syringe that was in use at the time of this event. The root cause of the customer¿s report could not be determined because no leftover residue was replicated during internal lab testing.

Manufacturer narrative:
Concomitant medical products: fluorouracil 1000mg/20ml, fresenius kabi ndc 63323-0117-20, lot 612148, exp (B)(6) 2020. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Fluorouracil residue found on the smartsite of the 20mm vialshield after drawing up drug and disconnecting the texium bonded syringe from vialshield. This event occurred in the pharmacy and there was no patient involvement.